Event description:
According to the reporter: the needle broke off inside of the cavity. The partial needle was retrieved. The surgeon thought he took too much tissue. There was no other instrument used and no x-rays were taken. No bleeding or tissue damage reported. Part of the needle was left in the patient.

Manufacturer narrative:
(B) (4). (B) (4).